Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was rectocele/enterocele, vaginal vault prolapse and stress urinary incontinence. The procedures performed was vaginal vault suspension, rectocele repair utilizing ivs tunneller device, pelvisoft porcine graft material and pubovaginal sling using uretex transobturator tape. The complications post mesh implantation was recurrent pelvic organ prolapse, voiding dysfunction, recurrent prolapse symptoms, recurrent post hysterectomy vaginal vault prolapse, abdominal hernia and the patient underwent abdominal sacrocolpopexy.